Manufacturer narrative:
The instrument and detached wrist were returned and evaluated. Per the customer reported complaint, engineering observed the cables have been cut at the distal end. The main tube interface wall is missing a section and the proximal clevis is missing the section that mates with the main tube interface wall. Based on the engineering evaluation, a likely failure mode was overloading of the instrument at the tip, causing the breakage. Per the case notes, the broken instrument components were successfully retrieved from the pt.

Event description:
It was reported that at the end of a da vinci s prostatectomy procedure, when trying to remove the endowrist prograsp instrument from the trocar, the instrument became stuck. As a result, the surgical staff forcefully removed the instrument and upon doing so, the tip broke and pieces fell into the pt. The broken instrument components were found and removed from the pt and the planned surgical procedure was completed with another instrument of the same type. During sterilization, after the procedure, it was reported that the instrument tip became completely severed from the shaft during the sterilization process. No pt harm, adverse outcome or injury was reported.